Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the superficial femoral artery with mild tortuosity, heavy calcification and 99% stenosis, a 5 x 40 x1 35 fox sv percutaneous transluminal angioplasty (pta) catheter was advanced with resistance while crossing the lesion and inflated; however, the balloon ruptured on the first inflation at 6 atmospheres. The 5 x 40 x 135 fox sv pta catheter was withdrawn from the patient anatomy without resistance and a new fox sv pta catheter was used and the procedure was successfully completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the fox sv percutaneous transluminal angioplasty catheter instructions for use states: inject diluted contrast medium to partially inflate the balloon. Deflate the balloon by drawing the air bubbles from the balloon into the syringe. Repeat steps until all of the air in the balloon has been displaced by the diluted inflation medium. Based on the reviewed information, no product deficiency was identified.